Event description:
I was implanted with essure in (B)(6) of 2010 almost a month after I started to have excessive bleeding, large clots, and severe pelvic pain. The pelvic pain would be so severe that I couldn't not function on a day to day basis on the left side of my abdomen! Following that I started to have severe debilitating fatigue that would require me to sleep for 12+ hours at a time and still not feel like I had any energy. I had daily migraines that no medication would touch. I started having daily constipation so severe that nothing would make me go to the bathroom other than a enema- I began to experience loss of appetite and severe nausea and vomiting which I had to be put on medication to stop throwing up ! My stomach became so bloated that I looked like I was 6-7 months pregnant but I hadn't gained any weight! Prior to essure I was 100% healthy and had no issues outside of pregnancy. My doctor saw that I had been through enough with my pain and symptoms so I had a total hysterectomy and removal of tubes and essure and since then all my symptoms have disappeared that I had after I got essure!